Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 due to bent cannula. The infusion set has been in use for two day. The hyperglycemia persisted for three to four hours and was treated with insulin pen.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.